Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level up to 550 (mg/dl) and diabetic ketoacidosis. Correction boluses were delivered prior to hospitalization. While hospitalized, the customer was treated with intravenous insulin. The customer was released from the hospital on (B)(6) 2016. The customer has reverted to manual injections until replacement pump is received.